Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and additional information provided by the user facility. The device history records (DHR) for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively identified. It was likely the user facility did not train reprocessing staff sufficiently on handling and reprocessing in accordance with the instructions for use (IFU). IFU (reprocessing manual) cautions the user against insufficient reprocessing as below: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ repeated attempts were performed to obtain additional information from the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the user facility. According to the user facility, after the final report is provided by olympus, this event will be addressed with personnel.

Manufacturer narrative:
Date of event: (B)(6) 2021. During pre-cleaning, the customer only wiped down the insertion tube and suctioned the detergent solution. The customer did not use the air/water channel cleaning adapter mh-948 or flush the auxiliary water channel the user facility was also observed using the same suction cleaning adapter throughout the entire day without cleaning between uses (patient identifier (B)(4). At the end of the day, the user facility would fill the adapter with detergent solution and let it soak in the detergent overnight. In the morning, the adapter would be flushed with air and then used for the rest of the day. Additionally, personnel was observed having the insertion tube at a sharp bend under the boot during upper gastrointestinal (gi) procedures. The ess reviewed cleaning, disinfection, and sterilization for the devices. The customer was instructed to follow all olympus reprocessing procedures. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Over a three-day timeframe, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the reprocessing methods performed on olympus scopes in-house. During this onsite visit, the evis exera iii gastrointestinal videoscope was observed to be reprocessed incorrectly. There were no reports of patient harm associated with this event. This event is related to patient identifiers: (B)(4).